Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the patient presented to the emergency room following a five minute syncopal episodes. A remote interrogation was performed which showed no stored episodes or high rate events. It was noted that the pacemaker had reached elective replacement time (ert) and boston scientific technical services (ts) recommended device replacement. At this time the pacemaker remains in service and no additional adverse patient effects were reported.